Event description:
Event verbatim [preferred term] one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative [misleading laboratory test result]. Narrative: this is a spontaneous report received from a consumer or other non hcp, program ID: 204185. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: misleading laboratory test result (non-serious), outcome "unknown", described as "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the customer has reached out inquiring about an issue with 2 lucira covid and flu at-home tests that were administered to her husband. One test a positive result for covid, while the other test returned a negative result for covid. Also, for both test kits the flu a led lights and flu b were negative. The customer seeks clarification on the discrepancy and wishes to understand the reason behind this occurrence. No follow-up attempts are possible.

Event description:
One test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative [misleading laboratory test result], one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative [false negative investigation result], one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: misleading laboratory test result (non-serious), false negative investigation result (non-serious), false positive investigation result (non-serious), outcome "unknown" and all described as "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative" associated to covid-19 and influenza ivd device. Causality for "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient was the reporter's husband. The reporter has reached out inquiring about an issue with 2 lucira covid and flu at-home tests that were administered to her husband. One test a positive result for covid, while the other test returned a negative result for covid. Also, for both test kits the flu a led lights and flu b were negative. The reporter seeks clarification on the discrepancy and wishes to understand the reason behind this occurrence. Product quality group provided investigational results on 05dec2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (22oct2024): this is a spontaneous follow-up report based on a query response from program ID: (B)(4). Updated information: reporter and patient information; updated the report type to product problem. No follow-up attempts are possible. Follow-up (05dec2024): this is a follow-up report from product quality group providing investigation results. Updated information: added additional event coding "false negative investigation result" and "false positive investigation result". No follow-up attempts are possible.

Event description:
Event [preferred term] one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative [misleading laboratory test result], , narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: misleading laboratory test result (non-serious), outcome "unknown", described as "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "one test a positive result for covid, while the other test returned a negative result for covid/flu a led lights and flu b were negative" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient was the reporter's husband. The reporter has reached out inquiring about an issue with 2 lucira covid and flu at-home tests that were administered to her husband. One test a positive result for covid, while the other test returned a negative result for covid. Also, for both test kits the flu a led lights and flu b were negative. The reporter seeks clarification on the discrepancy and wishes to understand the reason behind this occurrence. No follow-up attempts are possible. Follow-up (22oct2024): this is a spontaneous follow-up report based on a query response from program ID: (B)(4). Updated information: reporter and patient information; updated the report type to product problem. No follow-up attempts are possible.